Event description:
It was reported that for the colonovideoscope, the clip fell out of the scope during an unknown diagnostic procedure. Customer completed the procedure with the same scope. Clip did not fall into patient. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the clip being suctioned by mistake; as a result, the clip was caught and remained at the biopsy channel, mount unit, suction cylinder, etc. The instructions for use (IFU) warns that suction channel/suction valve may be clogged by suctioning solid matter: operation manual 4.2 insertion suction warning avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. Olympus will continue to monitor field performance for this device.